Event description:
Atrial bipolar lead impedance warning on (B)(6) 2024: care alert noted as far back as (B)(6) 2022. Device appears to be undersensing on atrial lead. Electrogram 90. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).